Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked by the fill port. The leak was identified after the device was filled with antibiotic and sodium chloride, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 21, 2014 ¿ march 24, 2014. One unit was received for analysis. Visual inspection on the unit noted fluid inside the bag that contained the unit which indicated leakage occurred. The unit was removed from the bag. The leak was identified at the solvent-bonded junction of the tubing and stressmember next to the fillport cap. The reported condition was verified. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.